Event description:
It was reported that at the end of (B)(6) the lead acted up and shot electric through her body and made knees buckle. It was noted that it lasted 10 days. It was noted that the patient turned stimulation off for almost a week. It was noted that the patient saw a manufacturing representative who turned off the malfunctioning lead. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the cause of the electronic shock and high impedance remained unknown.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had increased intensity of her stimulation while she was walking. The patient described intensity as painful and intolerable to the point that she needed to sit down. The device was interrogated and device data showed abnormal out of range.

Event description:
Additional information received reported that the patient reported an electric shock. The lead had high impedance and the event was related to the lead.

Event description:
It was reported that diagnostic type included device interrogation and device data. The laboratory test were abnormal and out of range. Under no action taken it was ¿not checked.¿

Event description:
Additional information reported action taken included electrical abandonment/therapy suspended.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event date was (B)(6) 2013. The outcome was resolved without sequelae. Interventions included reprogramming. According to the manufacturing representative the patient had high impedances at one contact, so she programmed around that contact. The therapy was suspended by the patient at the end of (B)(6) then the manufacturing representative reprogrammed the patient in the office on (B)(6) 2013.the event resulted in an unscheduled clinic or office visit. Diagnostic methods included device interrogation which showed abnormal out of range.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient had a malfunctioning lead. It was noted that the event was related to the implantable neurostimulator (ins). It was noted that the event was unresolved with no further actions planned on (B)(6) 2013. Additional information received reported that programming information was requested from the manufacturing representative.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that it was not known what caused the high impedance to occur.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study reported the event was not related to the neurostimulator.